Event description:
The customer reported a battery failure and a damaged printer door. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This is a duplicate of report 1218950-2014-07656.